Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 207 mg/dl. The customer alleged that there was an issue with the pump; however, the specific issue was not clarified. The customer declined assistance from tandem technical support regarding the reported issue.